Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Event description:
It was reported that episodes of noise resulting in oversensing and undersensing were observed on the right ventricular (rv) lead which led to inappropriate high-voltage (hv) therapy being delivered. Rv lead damage was alleged, but was unable to be confirmed. The patient was hospitalized, but no further intervention has been performed at this time. The patient was stable and will continue to be monitored.